Event description:
It was reported that during a gastric bypass procedure, it wasn´t possible to open the device. The reload wasn´t completely shot. A new device was opened and the surgery finished. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric was it used on thick tissue? Yes. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 7th. What color cartridge was being used? Gold reload. What other color cartridges were used before and after this event? No, other color cartridges. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? No. Has this any impact on the patient, the surgery or the healing process? No. What was the patient¿s pre-op diagnosis? No information. Please provide the patient¿s sex, age and weight. No information. What is the current status of the patient? No information. Is there any other additional information you would like to share about this device or procedure? No.